Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The biopsied lesion was in the left upper lobe.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The ion procedure was completed without issues or any intra-procedural complications. A post-procedural x-ray revealed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized and discharged 3 days later. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.